Event description:
It was reported that there was intermittent oversensing of the right atrial (ra) lead. In addition, the patient experience symptoms of a cough and substernal chest discomfort, which lead to further evaluation of the rv lead. Upon further evaluation of the rv lead, loss of capture at max output and noise was exhibited. Noise on the rv lead led to inappropriate atp. The patient is not dependent. The patient underwent an echo and chest x-ray. Further imaging confirmed, minor perforation and pericardial effusion. Patient was reprogrammed to left ventricular (lv) only pacing. The rv lead remains in service at this time and the patient continues to be monitored with cardiac therapy remaining on. No additional adverse patient effects were reported.